Event description:
This report is to advise of a failure event that was observed during analysis.

Manufacturer narrative:
No complaint was received with the return of this device. A failure event was observed during analysis. Final analysis revealed high current drain from the hybrid, resulting in premature battery depletion. A hybrid anomaly was found to be the cause of the high current drain. No further anomalies were found.